Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 08/jun/2024, the patient experienced issue with infusion set was fell off during use. The area of insertion was cleaned and air-dried. The infusion set was used for 2 hours. The blood glucose level was 230 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information available